Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the patient was in the medical ward and the device kept on beeping multiple times . It was not working for most of the night. The patient¿s treatment was changed to clexane. She was transferred to (B)(6). Early the next morning, the patient had sharp chest pain indicating a possible pulmonary embolism. The patient was blue lighted to (B)(6) in the evening. She was found to have a left pulmonary embolism extending from the main pulmonary artery to segmental and subsegmental artery.